Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 7/28/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h3 investigation summary: h3 investigation summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of three pictures received determined that an opened sample product code 185 could be observed, the needle of the needle was observed broken. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/23/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number an3687 and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 - pending photo evaluation photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: were the needle pieces recovered during the same procedure? Answer: yes, the part was recovered is a piece of needle left in the patient's tissue? Answer: no. Was there any additional tissue damage as a result of searching for the needle piece? Answer: there was no damage. What is the current status of the patient? Answer: the patient is in good condition. Do you have a photo for visual analysis? I attach the photos. Lot number? An3687. Device return / tracking status? It was discarded. I remain attentive.

Event description:
It was reported that a patient underwent a capitaneum procedure on the fourth finger of the right hand on (B)(6) 2021 and suture was used. During the procedure, the tip of the needle fractured. The tip was in the surgical field, however, an x-ray was taken of the patient to verify any presence of foreign body. The needle piece was removed. The procedure was completed successfully with no adverse patient consequences. Current status of the patient is good condition no additional information was provided.